Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, audible cracks were heard and tactile slipping for each of the 5 handles used using a black reload during the firing process. The reload would partially fire then the handle would crack and the device was then unable to complete the firing process. A new handle and reload were opened to complete the procedure. The surgical time was extended 30 minutes or more because of the product issue. There was no patient injury.